Event description:
Additional information provided from the field indicated the patient involved with this event had an insigna entra sr pacemaker with a serial number (B)(4). This patient was implanted in (B)(6) and likely moved to france where this infection event took placed. Again, the pacemaker was explanted and replaced and there were no additional adverse patient effects reported.

Manufacturer narrative:
No further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unknown boston scientific device was part of a system revision due to an infection. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.